Event description:
Caller reported multiple intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer reloaded the cartridge and resumed insulin delivery.